Event description:
It was reported that the patient experienced hyperglycemia after the infusion set connection was not fully tightened at the luer connector, leading to impaired insulin delivery; the caregiver noted the dexcom g7 was reading inaccurately and performed a calibration, and education was provided on proper use of the 23 in 6 mm inset for three days and associated supplies. Symptoms included elevated blood glucose confirmed by fingerstick at 236 mg/dl without other acute symptoms. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and resolution after securing the luer connector. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed an incorrectly secured infusion set connector causing under-delivery, consistent with an infusion set and cartridge handling issue at the luer connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set connection.

Manufacturer narrative:
Bb1001.